Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-implant the patient was feeling unwell so the physician ordered a cardiac echo where they discovered that the patient had a pericardial effusion and tamponade from perforation. A pericardiocentesis was performed and a drain was left in place. The right atrial (ra) lead and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.